Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged prostate, melanoma, squamous cell, allergies and lesion of parotid. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed there was no visible foam particles found during the device evaluation. Device was repaired. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 09/24/2025 and section h11 should be reported as: the manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged prostate, melanoma, squamous cell, allergies and lesion of parotid. Medical intervention was not specified. In box d: model number, catalog item identifier and product UDI have been updated.